Event description:
It was reported that during implant high threshold was noted on the left ventricle even after multiple attempts to connect the lead. The threshold was in range when measured using a system analyzer. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high capture thresholds was confirmed via review of programmer printouts. The device was tested using automated test equipment and passed all tests. No device anomaly was found. The cause of the field event of high capture thresholds was not determined.